Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. Subsequently, the device was explanted and replaced. No additional adverse patient effects. The device is expected to be returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. Subsequently, the device was explanted and replaced. No additional adverse patient effects. The device is expected to be returned for analysis. Additional information provided on 17oct2022, it was reported that the estimated longevity battery remaining decreased from 42% to 13% over the course of 9 months. It was also mentioned that upon the explant procedure, the s-ICD was observed to have rotated 90 degrees with a single remaining fixation suture. Additionally, there was a minor subcutaneous hematoma at the level of the scar which remains clean without blood flowing. No additional adverse patient effects were reported. The local boston scientific representative indicated that the hospital return protocol has changed, and they can no longer return the device directly after replacement. The pharmacy department will return the device. The location of this device remains with the hospital and has not return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. Subsequently, the device was explanted and replaced. No additional adverse patient effects. The device is expected to be returned for analysis. Additional information provided on 17oct2022, it was reported that the estimated longevity battery remaining decreased from 42% to 13% over the course of 9 months. It was also mentioned that upon the explant procedure, the s-ICD was observed to have rotated 90 degrees with a single remaining fixation suture. Additionally, there was a minor subcutaneous hematoma at the level of the scar which remains clean without blood flowing. No additional adverse patient effects were reported. The local boston scientific representative indicated that the hospital return protocol has changed, and they can no longer return the device directly after replacement. The pharmacy department will return the device. The location of this device remains with the hospital and has not return for analysis.